Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was loaded and when the delivery tube was pulled out, the seal remained inside the loader device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was outside the delivery tube and left behind in the loader. The delivery device was outside of the loader device with the plunger not depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finished device lot history records did not reveal any non conformance reports, which could have contributed to this complaint.